Manufacturer narrative:
H3: one device was returned for analysis in used condition. No physical damage was observed. Functional testing was performed, and the reported issue was duplicated. The cause of the issue was identified to be a faulty communication module. Corrective action is in place regarding the comm module issue.

Event description:
It was reported that there was a persistent intermittent wi-fi connectivity error despite re-pushing the sns file. The product fault occurred during pre-test and there was no patient involvement.